Manufacturer narrative:
B3: date of event is unknown. D6b: date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's scs system was explanted at unknown time. The reason was not provided.